Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. An extraction aid was found inside the lead. The inner conductor coil was found fractured and stretched in the distal region. The lead tip was not returned. The damage probably occurred during the extraction procedure due to tensile stress. Furthermore, the ring electrode was found covered in fibrotic growth. The calcification can be assumed to be the root cause of the observed high threshold. The is-1 connector was damaged, which probably resulted from the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This ra lead was explanted due to high threshold. No adverse patient events were reported. Should additional information be received, this file will be updated

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
This ra lead was explanted due to high threshold. No adverse patient events were reported. Should additional information be received, this file will be updated